Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer. In this case, it is possible that the user technique used to advance/retract the clip introducer contributed to the silicone valve tear, which resulted in the observed leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. While inserting the clip delivery system (cds), air was seen in the chamber of the steerable guide (sgc). Aspiration was performed, but the air did not stop. The air was seen coming from the clip introducer (ci). The cds was removed and the ci was de-aired. The cds was re-inserted and again, air came into the chamber of the sgc. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.